Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer is not sure of what the foreign material but could be waste. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported observing white specks/brown residue inside the camera hose during reprocessing of the olympus colonovideoscope. There were no reports of patient involvement.